Manufacturer narrative:
Site declined to provide patient information. A medtronic representative performed a navigation system check-out. Set-up fusion system exactly how this surgeon sets the fusion system for cases. Registered a bert head with mdt trackers using one of their instruments sets. Verified each of the instruments in their standard set. Accuracy was excellent. All areas passed. System performed as intended. A medtronic representative, following-up at the site, reported giving a demonstration of registration with mdt trackers using a bert model to the staff and reviewing and making recommendations regarding tracing technique on the patient exam.

Event description:
A medtronic ent representative received a report from a site that, while in a functional endoscopic sinus surgery (fess), they were 4mm inaccurate inferior. In trouble-shooting it was confirmed the site was using medtronic trackers and accuracy was good on external anatomy. Re-registering the patient did not resolve the issue. The surgeon opted to continue the procedure, with the knowledge of the inaccuracy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.